Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please try to obtain lot number.

Event description:
It was reported that the patient underwent a coronary artery bypass grafting procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, it was found that the lock of the reservoir had been broken. There were no adverse patient consequences reported. Additional information has been requested.